Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm (alarm 3) and an unidentified cartridge alarm occurred. Customer reverted to using an alternate pump for insulin therapy. Customer's blood glucose was 80-150 mg/dl.